Event description:
It was reported that a boston scientific sling was implanted on (B)(6) 2013. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure according to the complainant, the patient experienced persistent stress and urge urinary incontinence and was referred to another hospital. Cystoscopy results showed tape erosion at the lower part of the bladder. On (B)(6), 2014, the patient underwent surgery for partial removal of the tape. Last (B)(6), 2014, the patient had another cystoscopy and another small part of the mesh was removed from the bladder.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.